Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc comfirmed the following regarding the subject device. About 10 years had passed from the subject device had been manufactured. On (B)(6) 2016, the video connector socket of the subject device was exchanged. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The locking mechanism of the video connector socket was failure because the endoscope was removed from the patient without releasing the lock lever.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a video connector socket was broken. Since the video connector socket could not fix the connector of the endoscope or the camera head, a connection failure occurred and the endoscope image was intermittent. Then, olympus inspected the device at olympus service operation repair center (sorc) and the reported event was reproduced. There was no report of patient injury associated with this event.